Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the air gas module was defective and in need of replacement. Replacement of the defective part solved the issue. No log files have been provided. The replaced part has not been returned for further investigation. However, according to the received information, the cause of the issue has been determined and was related to defective gas module. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).